Event description:
As reported from edwards lifesciences field clinical specialist and per medical records, regarding an implant of a 29mm sapien 3 ultra resilia in the aortic position, after case review by the physician, it was observed during sheath insertion that the tip of the esheath pushes more over towards the left side of the descending aorta wall of calcium, but the lunderquist wire being utilized continued its pathway towards heart like it should. The physician felt a little tension and then a sudden release of the esheath as it was going in (voice of customer, allegation of issue that caused the injury) and that might have been when the transition of the tip with the dilator in may have snagged a calcium shelf. The valve was successfully deployed and post gradient was 3mmhg and patient seemed fine. All the edwards devices were removed from the patient. The patient continued to have some hypotension, and required levophed, aortography was performed with a 5 french multipurpose catheter that was placed from the left radial arterial sheath into the descending aorta, and this demonstrated a perforation in the distal aorta below the level of the renal arteries. Angiography also demonstrated left common iliac artery perforation. The perforation likely occurred with large sheath placement through the tortuous vessels including the left common iliac artery and the distal aorta. Vascular surgeon performed covered stent placement in the distal aorta just below the level of the renal arteries, with a gore 23 mm self-expanding covered stent, and a 12 mm x 29 mm vbx balloon expandable stent in the left common iliac artery that was post-dilated with a 14 mm balloon. Repeat aortography and iliac artery angiography demonstrated significant improvement of the perforation of the distal aorta, and no further contrast extravasation from the left common iliac artery. Per information received from the facility, after tavr the patient received medication and blood transfusions due to the continuation of bleeding of the aorta. The patient was also confirmed to have a stroke. A decision was made to not perform any additional surgeries. The patient expired 1 day post op from a combination of stroke and retroperitoneal bleed (a hard distended stomach from a bleed somewhere still originating from the renal area).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report 2015691-2024-04337.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was returned for evaluation. The returned device was visually examined, and the following was observed: curvature observed on sheath shaft. Sheath liner expanded as designed. Tip opened as designed. Scratches observed on distal sheath shaft and soft tip. Damage observed on soft tip. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Imagery was provided for review. Provided intra procedural imagery was reviewed. The provided 3mensio imagery was reviewed and the following was observed: calcification and tortuosity was present in the patients left access vessel. Per the risk management worksheet for the edwards esheath introducer set and esheath plus introducer set, sheath insertion/advancement difficulty is an identified hazardous situation associated with the transcatheter valve replacement procedure. To promote successful introduction of the esheath/esheath plus and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035 inch guidewire compatibility, adequate sheath introducer locking feature (esheath plus only), and no premature opening of the distal tip or seam of the esheath/esheathplus during introducer insertion. Esheath and esheath plus were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035 inch guidewire, and appropriate orientation of the esheath/esheath plus seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint was confirmed based on returned device condition. Investigation results suggest/indicate that patient factors (calcification, tortuosity) may have caused or contributed to the difficulty to introduce the sheath as it was reported that the patient was 91 years old having friable vessels and heavy calcium in legs and descending aorta and a very tortuous leg and descending aorta. In addition, calcification and tortuosity were confirmed to be present in patients access vessel based on the review of the provided 3mensio report. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.